Event description:
On (B)(4) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6)2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to state when the alleged inaccuracy occurred, nor provide the specific inaccurate results which were obtained from the subject meter or the laboratory device. The tests were performed within 10 minutes of one another, however. The patient regulates their diabetes by self-adjusting their insulin dosage based on subject meter results. As a result of the alleged inaccuracy, however, the patient adjusted their dosage based on the laboratory result on this occasion. The patient did not develop any symptoms as a result of the alleged issue, nor did they seek any form of medical treatment as a result of the alleged inaccuracy. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly, and the products were requested back for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for an acute complication of either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.